Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found stent struts on the mid-section lifted from the crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2020. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the tortuos and calcified left anterior descending artery. During a percutaneous coronary intervention procedure. A 2.75 x 32 mm synergey stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.